Event description:
During a coronary drug eluting stenting treatment procedure, insertion resistance issues were encountered and the stent dislodged and a maverick balloon ruptured. The lesion being treated was located in the severely tortuous, moderately calcified, 90% stenosed fibrotic left anterior descending artery (lad). The vessel was pre dilated with a maverick 1.5 x 20 mm balloon. The physician met resistance while attempting to cross the lesion with a taxus express2 2.5 x 12 mm drug eluting stent and the stent dislodged. The stent was removed with a snare device. The physician completed the procedure with a cypher 3.0 x 28 mm stent. The physician post dilated the stent with a maverick2 monorail 20/3.5 mm balloon and the balloon ruptured at unk atms on the initial inflation. He used another maverick2 20/3.5 mm balloon and the procedure was successfully completed. No pt injuries or complications were reported. Same case as 6000089-2004-01346.